Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that incident that occurred on (B)(6) 2024 concerning the subject long sheath. When the catheter was fitted, it bent, making it difficult for the passage of the material required for thrombectomy. Plicature and leakage of the catheter. This led to catheter replaced by a device of the same reference and batch number, which worked. The intervention was extended by 10 minutes. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the subject catheter bent during use which made it difficult to pass other devices through it. The subject catheter also was found to be leaking during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. A 10 minute delay was reported due to this event.

Manufacturer narrative:
D4 gtin - updated.

Event description:
It was reported that the subject catheter bent during use which made it difficult to pass other devices through it. The subject catheter also was found to be leaking during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. A 10 minute delay was reported due to this event.